Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had blue screen. A field service engineer (fse) found windows had an unrecoverable error. Attempted to start in safe mode and other recovery methods, but the system continued to error. Performed a full reimage along with remote support service (rss) and component manager installation. After reimage was complete, verified the system was online. Pharmacy tech confirmed proper operation and that patient data information was coming in correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a blue screen and entered recovery mode. The nurse attempted to log in and rebooted the station, but the issue persisted. The station remained in recovery mode and showed offline in rss. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.